Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker was found in back-up mode due to non-maskable interrupt (nmi) logs. The pacemaker was reprogrammed on (B)(6) 2022. The patient experienced no consequences.